Manufacturer narrative:
Additional manufacturer narrative: added information to b7.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of the stenosis cannot be conclusively determined; however, was likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm mitral valve implanted three years, eight months, due to severe mitral stenosis. A 29mm transcatheter valve was implanted inside the 27mm valve. The patient was transferred to the coronary intensive care unit in stable condition. Patient was discharged on post-operative day five.